Manufacturer narrative:
(B)(4).

Event description:
With stimulation turned on, a patient was experiencing an intense ache in the thoracic area of her spine. The patient had turned their stimulation setting up to 10.5 volts, and indicated that they were not getting enough stimulation or relief from pain in their legs. Three nights prior to the above noted issue, the patient experienced a shocking or jolting sensation, down her left hip and into the back of the left leg, while getting up and out of a chair with the device turned off. It was noted that there was no reported accident or incident that could be attributed to patient issues. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.